Manufacturer narrative:
After further review of additional information received sections have been updated accordingly. The reported loose components for the returned controller, (B)(4), were confirmed during evaluation of the device. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Analysis of the device revealed that the device failed to meet specifications; the device failed visual inspection due to loose connectors and displaced gaskets at power ports 1 and 2 of the controller. Internal inspection of the controller showed that the washer on power port 2's connector was lose. Loose power connectors are currently being investigated a possible root cause of the loose connectors may be attributed to a shift in the manufacturing process; however, the manufacturer is still investigating loose power connectors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) provides instructions for properly connecting the power sources. It instructs to line up the solid white arrow on the connector with the white dot. Gently push the cable into the controller. Do not twist the connector, but allow it to naturally lock in place. A successful connection will result in an audible click. The IFU cautions, "do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors." If both power sources are disconnected from the controller, a loud, continuous alarm will sound and there will be no message on the controller display. The pump is not pumping and power sources should be connected immediately. If this action does not resolve the alarm condition replace the controller." A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported that there is a broken/loose bat connector on the controller. Controller was exchanged and no consequences to the patient. Patient tolerated exchange very well. Investigation is ongoing.

Manufacturer narrative:
One controller was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event could not be confirmed since log files were not available for analysis. Analysis of the device could not be performed since the device was not returned for evaluation. The reported event could not be duplicated at the bench level. Therefore, the exact root cause of the reported issue could not be determined. Heartware has opened an internal investigation to address this issue. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.